Manufacturer narrative:
(B)(4).

Event description:
It was further reported that lesion was predilated. There was no damage to the implanted stent and no additional surgical intervention was required.

Manufacturer narrative:
Device is combination product device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent partial deployment occurred. An eluvia¿ drug-eluting vascular stent system, 6x150, 130 was advanced to an unidentified lesion for deployment. However, upon deployment, the stent did not deploy properly on the last 2 cm. The physician needed to then post dilate with a balloon catheter to complete deployment and finish the procedure. This product is only ous approved but it is similar to an approved us device.